Event description:
The user is reporting the device did not emit any sound during start up. Patient outcome is unknown.

Manufacturer narrative:
Updated awareness date.

Event description:
The user is reporting the device did not emit any sound during start up. Patient outcome is unknown.